Event description:
Orthopedic procedure: position of lag screw was not the desired position. He attempted to remove lag screw with instruction of the ortho rep. Attempts were unsuccessful, which resulted in the extended surgery time. Final attempt resulted in instrument malfunction and breakage of tip of instrument which remained in the pt. Date of use: (B)(6) 2018. Diagnosis or reason for use: hip fracture - orif.